Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation and arrived in good physical condition with the exception of the bent microswitch. The customer's indicated failure was confirmed. After visual inspection, the water tank was filled, the temp check was attached, the line cord was plugged in, and the power was turned on to perform functional testing. It was determined that the root cause was due to forcing the temp check/disposable onto the hotline device. As a result, the micro-switch was replaced, along with the o-rings. Preventative maintenance was performed, and the device performed as expected. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the switch on the unit was bent. There was unknown patient involvement and unknown patient harm/adverse event reported.